Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the pt was implanted with six gore excluder aaa endoprostheses to treat an 11.5 cm abdominal aortic aneurysm and an 8 cm common iliac artery aneurysm on the right and left side. The physician decided to coil the pt's right and left hypogastric artery during the procedure. It was reported that the pt's anatomy was highly tortuous. On (B)(6) 2010, a computed tomography revealed that the pt's aneurysm ruptured distally and the contralateral leg component on the right side was now hanging inside the common iliac artery aneurysm. That same day, the pt was implanted with two gore excluder aaa endoprostheses contralateral leg components to treat the right common iliac artery aneurysm rupture and extend the limbs on both sides past the aneurysm. The pt tolerated the procedure. The aneurysm and rupture were excluded.